Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01364.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx) and a guide catheter. During the procedure, the physician completed the first pass using the catrx and guide catheter. The catrx was then removed to be flushed. After flushing, the physician was unable to re-insert the catrx back into the guide catheter. It was reported that the guide catheter was also flushed; however, the physician was unable to re-insert the catrx and, therefore, it was removed. The physician then opened a new catrx and attempted to insert the catrx into the guide catheter, but the same issue occurred and, therefore, the catrx was not used in the procedure. The procedure was completed using the same guide catheter with balloon angioplasty and stenting. There was no report of an adverse effect to the patient.